Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the open wire was excessive force. No adverse event resulted from the defective belt.

Event description:
During servicing of an electrode belt, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. Belt sn (B)(4) had an open pulse wire. There is no indication that this device malfunction caused or contributed to the patient's passing as the patient received three appropriate treatments on the date of passing that converted their arrhythmias. The device was then shutdown while the patient was in a non-treatable rhythm.